Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Family member called for grandson to report the readings are inaccurate. Had to call the paramedics, because blood sugar was high, but meter was showing low.